Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the pt; therefore, no direct product analysis is available. A review of the mfg record could not be performed as the batch number is unk.

Event description:
Same case as 6000089-2006-02549. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. In the initial procedure, the physician placed a taxus 3.0x28mm drug eluting stent to the mid left anterior descending (lad) artery. The lesion was pre-dilated with a non bsc 2.5x20mm balloon. No pt injuries or complications were reported. Two days post procedure, the pt was sent back to the cath lab and the physician placed a taxus 3.5x24mm drug eluting stent in the proximal lad. The lesion was pre-dilated with a non bsc 3.0x20mm balloon. No pt injuries or complications were reported. Six days post procedure, the pt presented with severe chest pain and expired 20 minutes later. The cause of death is unk. Add'l info regarding this event is not available.